Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited ventricular channel oversensing of atrial signals. Technical services (ts) discussed options with the health care professional (hcp) including adjusting the rv sensitivity, continuing to monitor or a revision. This rv lead remains in service. No adverse patient effects were reported.